Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received fair physical condition with damaged housing and a missing nub on the downstream occlusion sensor (dso). There was no evidence of the reported issue in the event history log. Visual inspection revealed that the nub on the dso was missing, this would cause the pump to alarm "no disposable". The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was constantly beeping when it powered on. There was no patient present at the time of the event. There were no reported adverse events.